Event description:
The patient was brought to the operating room for removal of hardware of the ankle. While the patient was still under sedation it was noted that the suture needle that was used to close the incision had a fractured tip. An x-ray was completed and noted a 0.4 mm metallic object within the soft tissue of the incision. The incision was re-opened to retrieve the broken needle tip. The needle tip was unable to be located and the surgeon felt that it would be less harmful to leave the needle tip in than to continue to search for it. The incision was closed and the patient awakened from surgery with out difficulty. There was no harm to the patient.